Event description:
Customer reports the softclix plus lancet will not retract, and as a result, scratched the customer. No medical treatment received. No adverse event reported. Requested return of suspect device and replacement was sent.